Event description:
At 2:30pm, device = 325 mg/dl. Customer's family member drove them to the hospital. Hospital device = 311 mg/dl at 3:30 pm. Hospital gave customer a shot of insulin and customer went home. No controls were used. A request was made return product and replacement product was sent.